Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot#364994a showed relevant ncs for discrepant results with normal donors failing the allowable cv% specification. (B)(4) were initiated to document this issue with the normal donors cv%. A retesting of the lot following an investigation for the ncs found no further issues with normal donors. Patient from complaint is a therapeutic donor. All testing with therapeutic donors met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range: 2.5 - 3.0. (B)(6) 2015 inratio = 2.5. (B)(6) 2015 lab = 1.8. (B)(6) 2015 inratio = 4.5. (B)(6) 2015 inratio = 2.9. (B)(6) 2015 inratio= 2.3; lab = 1.75. One hour between tests. Patient self tester was hospitalized on (B)(6) 2015 for a grand mal seizure and was released on (B)(6) 2015. Lab result on (B)(6) 2015 was 1.8. Patient received lovenox shots on this date and continued the shots until her release date of (B)(6) 2015. No inratio value received on (B)(6) 2015. Only previous reported inratio value was on (B)(6) 2015 and result was 2.5. Patient did not have the lab inr value when she was discharged from hospital. Hospitalization not related to inr value. No additional information or inr values provided.